Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with dyspnea, presyncope, and chest pain. Loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the rv lead was dislodged. The rv lead was explanted and replaced in order to resolve the event. The patient's condition was stable following the procedure.